Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer also reported to have had low blood glucose of 50 mg/dl due to over treating for a meal. Customer was taken to the hospital on (B)(6) 2016 with blood glucose of 36 mg/dl. Customer was treated and released. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field as customer went through a body scanner at the airport; drive support cap appeared normal and customer was able to complete rewind process. Insulin pump passed manual prime and displacement test.